Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on the left side where the electrodes sit. The patient described the irritation as bruised, sore, and itchy but not bleeding. The patient's doctor advised to use vaseline for the reported condition. The patient was issued better fitting garments and follow-up indicated that the area was in the process of healing.